Event description:
Reference medwatch 1219856-2008-00076 for first complaint involving same pt. It was reported that a second balloon was inserted via left insertion by another md. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The iab was handed to the md, and while advancing the iab into the sheath, it became stuck. As a result, the iab and sheath were removed as one unit.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.